Event description:
It was reported that the procedure was to treat a 75% stenosed, mildly calcified lesion, mildly tortuous mid right coronary artery (rca). A non-abbott guide wire was placed in the target lesion and another non-abbott guide wire was placed in the left anterior descending (lad) artery for extra support. The target lesion was pre-dilated using a non-abbott balloon dilatation catheter (bdc), followed by deployment of a 2.25x20mm and a 2.5x20mm non-abbott stent implant. The 2.5x08mm xience xpedition stent delivery system (sds) was unpackaged with no resistance noted during removal of the protective sheath. During advancement of the sds, slight resistance was noted with the non-abbott guiding catheter; thus the sds was withdrawn and advanced again. The sds was advanced to the target lesion and inflated; however, the stent implant could not be seen on angiogram. After the sds was withdrawn, intravascular ultrasound (ivus) was performed and the stent implant was not seen in the patient's anatomy. A 2.5x12mm xience xpedition sds was advanced to the target lesion and the stent implant was successfully deployed. After the procedure, the dislodged and bent 2.5x08mm xience xpedition stent implant was found inside the rotating hemostatic valve (rhv). It is unknown when the 2.5x08mm xience xpedition stent implant had dislodged. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: rinato, sion blue; stent: 2.25x20mm promus premier, 2.5x20mm promus premier. (B)(4) - re-insertion. The device was returned for analysis. The reported stent damage and stent dislodgement were confirmed. The reported difficulty to position the device in the guiding catheter could not be tested due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter.